Manufacturer narrative:
The event of capsular contracture is a physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: ¿capsular contraction grade unknown, silicone in lymph nodes.

Event description:
Patient reported ¿capsular contraction grade unknown", "silicone in my lymph nodes", "very obvious misshapen breasts", "patient will have an urgent breast clinic scan on tuesday as they think it may be bia-alcl from her symptoms and the way the breasts look". This relates to the right side. The device remains implanted.